Event description:
The patient reported, three cracked teeth, a root canal treatment required, 2 crowns done, a bone graft on a tooth, that required surgical extraction (affected tooth # unspecified). And 1 filling on a previously crowned tooth. The patient also reported, symptoms of discomfort and the feeling of teeth being "softer".

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "general risks to patients, a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work and/or the tooth may be lost". No conclusive evidence has been provided, that supports or opposes whether the vivera retainers caused or contributed to the required tooth extraction (permanent impairment of the body structure). And therefore, this event is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm, the date of the required tooth extraction. And the date (b3) is based, on the timelines reported to align and compared to the patient information.